Event description:
A health care provider (hcp) reported that "one of their operators (of an adc point of care glucose meter) performed a glucose test on a patient, and when she took out the test strip from the meter, she scratched herself with it." No self-treatment or third-party medical intervention was reported. The caller asked if the "wicking process allows blood to get to the surface of the strip," and was advised to follow their facility procedure regarding such an occurrence. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. If additional relevant information is received, a follow-up report will be submitted. The date of manufacture is unknown. (B)(4).